Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 30 to 50 mg/dl. The customer¿s blood glucose level was 70 mg/dl at the time of the incident. Customer also experienced high blood glucose level of 261 mg/dl. The customer treated with the food. Based on customer report customer does allege pump was over delivering because half of her reservoir was empty in a few hours. The drive support cap appears flush. The insulin pump will be returned for analysis

Manufacturer narrative:
Insulin pump was received with loose/protruded drive support disk and detached end cap. Unable to perform self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and displacement accuracy test due to detached end cap. Unable to verify over delivery bolus anomaly due to detached end cap. Insulin pump passed idle current test and run current test.